Manufacturer narrative:
Model number/catalog number:(B)(6). Serial number: n/a. Batch/lot number: 126575007. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 127534003. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary incontinence, inflammation and mechanical issue are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence and inflammation are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent incontinence associated with a nonfunctioning device that had been deactivated and uncoupled due to radiation cystitis, which healed per the physician prior to revision surgery. During a revision surgery, the physician explanted and replaced the device. There were no further patient complications.